Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during cori tka surgery, the real intelligence foot pedal was pressed but burr was not spinning. Also, a ticking sound came from the real intelligence robotic drill, with no burr rotation observed. Changed handpiece but problem persisted. The procedure was performed, after a non-significant delay, with manual instrumentation. No further complications were reported.